Event description:
A journal article was reviewed which contained information regarding this lead and device model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: unsuccessful therapy for ventricular tachycardia and ventriuclar fibrillation, undersensing, high defibrillation thresholds, and inappropriate therapy (shocks). The status of the leads and devices are unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ICD lead parameters, performance, and adverse events following continuous-flow lvad implantation. Pace pacing and clinical electrophysiology. 2014;37(4):464-472. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).